Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) was in backup mode. The ICD was successfully restored. There were no patient consequences.